Event description:
A nurse alleged, she found a pt's wrist entrapped between the under side of the right head siderail and the mattress. The nurse reported that the bed was in the low position and the sleep surface was flat when the entrapment occurred. The nurse reported that the pt was not injured due to the entrapment.

Manufacturer narrative:
The pt which was placed in this bed weight is smaller than the intended use of the prod. The tech could find no problems with the bed, and found that the bed operated within specs.